Manufacturer narrative:
A fatal fire occurred in a home containing an invacare concentrator. The concentrator had been delivered (B)(6) 2017. The investigator from the home insurance company stated the origin of the fire was near the location of the concentrator. The fire department basic incident report stated the ignition factor, equipment involved and form of heat ignition of the fire were undetermined. Invacare is filing this record in an abundance of caution. Should additional information become available, a supplemental record will be filed.

Event description:
Two adults, a (B)(6) -year-old male, and a (B)(6) -year-old female were reported dead as the result of a house fire. An invacare o2 concentrator was located in the home.